Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. The patient was admitted to ICU. Egms showed episodes of r-wave sensing anomalies. Noise was not reproducible with testing. The atrial channel appeared flat line. X-ray of leads is pending improvement in patient's health.